Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2016 the patient had a peg tube placed. On (B)(6) 2016, the patient developed pneumonia and was hospitalized till (B)(6) 2016. During the hospitalization, the patient was treated with unknown IV antibiotics.